Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2006 for permanent sterilization. It was reported that in 2010 patient had a vaginal hysterectomy. Recently, patient was seen by a physician. CT scan was done and showed essure micro-insert has eroded into right ureter; appeared to be at uv junction. Patient was complaining about night sweats. The outcome of event was reported as ongoing. Internal correction on (B)(6) 2015 based on information received on (B)(6) 2015 after internal review, essure model 305 was changed to essure model 205 because insertion occurred in 2006. Follow up (B)(6) 2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and a CT scan showed essure micro-insert has eroded into right ureter; appeared to be at uv junction. This event, seen as ureteric perforation and device dislocation, is serious due medical importance and listed in the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In this case, the patient had a vaginal hysterectomy 4 years after insertion and recently, a CT scan was done and showed essure micro-insert has eroded into right ureter; appeared to be at uv junction. Although the exact date and the mechanism of perforation in the present case are not known, a causal relationship with essure cannot be excluded. Since a hysterectomy was performed, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Follow up 22-oct-2015: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and a CT scan showed essure micro-insert has eroded into right ureter; appeared to be at uv junction. This event, seen as ureteric perforation and device dislocation, is serious due medical importance and listed in the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In this case, the patient had a vaginal hysterectomy 4 years after insertion and recently, a CT scan was done and showed essure micro-insert has eroded into right ureter; appeared to be at uv junction. Although the exact date and the mechanism of perforation in the present case are not known, a causal relationship with essure cannot be excluded. Since a hysterectomy was performed, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Despite follow-up attempts, no further information was obtained.